Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Procedure: bypass. According to the reporter: after few clips were applied, the first device jammed. With the second unit, the same problem was noticed with the first clip. The second slip did not release and the collateral of mammaria arteria was cut.

Manufacturer narrative:
(B)(4).

Event description:
The clips appeared scissored. There was no unanticipated tissue loss.the incision was not extended by more than one inch.there was no unanticipated blood loss of 500cc or more.surgery time was not delayed by more than 30 minutes.the surgery was completed with a new unit. The patient is in good health.